Event description:
The hosp emergency room staff began performing a routine test of the unit. The device failed to turn on so freshly charged batteries were installed. The device then allegedly began emitting smoke. The device was taken outside and the batteries removed. An auxiliary power supply is on the crash cart with the unit but was not being used during the reported event.